Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. According to the reporter, "there was no harm to the patient." No additional information has been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter states the fms was inserted into the patient. An attempt to inflate the balloon was made but the balloon did not inflate as evidenced by stool draining from the rectum. The fms was removed and inflation was attempted with only partial inflation of the balloon.

Manufacturer narrative:
Additional information was received on august 14, 2015. Third party manufacturer reviewed the batch records for lot# 13fm0207 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Eight samples from different lots along with one from the same lot were subjected to a balloon inflation test with 60ml of air injected into the balloon through the inflation port and observed for 10 minutes for leaks. There was no visible difference in the diameter of the balloon. The air was removed and 45 ml of water was injected into the balloon through the inflation port and allowed to sit for 24 hour observation. No blockage, breakage or leaks were observed for any of the samples. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as needed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).